Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl. Customer also reported that the alleging possible insulin pump was over delivery because he had it changed to lower amounts. Customer¿s current blood glucose level was 198 mg/dl and the insulin pump reading was 98 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the emergency medical treatment gave with glucose. Customer stated that the using auto mode. Insulin delivery was suspended due to sensor glucose value verses blood glucose value difference. Troubleshooting was performed for low blood glucose level and over delivery. The insulin pump will not be returned for analysis.